Event description:
This was an in stent restenosis case for coronary artery disease. When the physician lased over the wire in the circumflex artery, it made the wire coating peel causing some particles to go distally in the vessel. The physician had to aspirate to remove the particles. There was no harm to the patient and the procedure was completed without incident. The patient was stable and discharged per hospital protocol.